Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - found kinked irrigation line on tubing near rear of handpiece. Observed saline deposits on nose cone and on case body/irrigation interface. Bent connector pins. Could not duplicate error message. The DHR for microtip lot 18413-05 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Went to select prime and once air started to flow through tube/saline there was a blockage. Machine stated error received same error message from machine (fluid pathway blockage) at priming phase.